Event description:
It was reported to the manufacturer that the vns patient's device has "stopped working." The patient's generator was replaced due to battery depletion, but it is unknown if the alleged malfunction is due to the inability to interrogate the device. Good faith attempts to obtain additional information regarding the reported event are underway.